Event description:
The manufacturer's representative reported the patient had been admitted to the hospital with overdose symptoms. The pump was aspirated with the expected reservoir volume of 2ml and "were unable to pull anything out of the pump." The patient had not had any recent refill or programming change. A follow up report will be sent when additional information is received.